Event description:
It was reported to st. Jude medical that the lead was explanted when the insulation was found broken after a low impedance value was observed during the delivery of a pc shock. At explant, a crack was observed in the pace-sense portion of the lead.